Event description:
It was reported that customer received a button error alarm and was not able to clear. Customer's blood glucose was 355 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No button error alarms noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. It also had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot, broken reservoir tube lip, and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.